Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while advancing the first pod coil through the middle of the microcatheter. While attempting to remove the pod coil, it unintentionally detached inside the microcatheter. The physician was unable to implant the pod coil into the target location by flushing the microcatheter or by pushing the pod coil into place with the guidewire. Therefore, the microcatheter containing the detached pod coil was removed from the patient. The procedure was completed using four pod coils, one pod packing coil (pod pc), and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.